Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6)2011 and ventralex st on (B)(6)2012. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device 1). Per op notes, ¿the hernia sac was identified and reduced. A ventralex mesh (device 1) was placed and sutured and tacked.¿ (B)(6)2012 - patient was diagnosed with recurrent umbilical hernia and abdominal pain thereby underwent open repair with implant of ventralex st (device 2). Per op notes, ¿the hernia sac was noted and freed from the surrounding tissue. The hernia sac was excised. The prior mesh (device 1) was palpated, and the mesh was freed from the adhesions. A ventralex st (device 2) was placed and secured using sutures.¿ (B)(6)2013 - patient was diagnosed with abdominal pain, suture granuloma and cicatrix thereby underwent open repair with excision of ventralex mesh (device 1) and ventralex st (device 2). Per op notes, ¿old scar was excised. There was no hernia found. An excessive cicatrix was found underneath the umbilicus. There were some scar tissue and mesh with suture granuloma that were causing pain and were excised entirely. All the scar tissue was excised. The fascia was closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be the best estimate. Updated data : a2, a4, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g4, g6, h2, h4, h6, h10 this supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex st(device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2011 and ventralex st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.